Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display lens was observed to be scratched and the display was dim, but the screen was still readable. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen is scratched and hence difficult to read. In addition, patient alleged that the display screen had gotten dim over time and the dim display issue was not resolved with battery change. Patient stated that there was no trauma and no moisture exposure to the pump. Pump was not available at the time of contact with animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.